Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked around the upper and lower edge of the display screen and the act button does not work properly. The customer's blood glucose reading was 142 mg/dl at the time of incident. Troubleshooting found that the customer would still like to use the pump but was advised to monitor the pump as could have moisture ingress.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.